Manufacturer narrative:
Investigation summary: with the available information, boston scientific concludes that the cause for the event was not be confirmed. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Investigation conclusion: the device complaint or problem cannot be confirmed.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range impedance measurements approximately from 2000 ohms to 3000 ohms since implant to the most recent follow-up. Subsequently, the patient underwent a revision procedure and the rv lead was explanted and replaced. No adverse patient effects were reported.